Event description:
The reporter alleges the blood glucose result of 145 mg/dl did not match the customer's (her daughter) symptoms of hyperglycemia. The reporter followed labeling and took her daughter to the hospital, where she was admitted and twenty minutes later, her blood glucose value on the hospital's meter read hi, so an IV was started and the hospital staff administered insulin. At the end of her five days of hospitalization, the hospital staff did a back to back reading and obtained 125 mg/dl on the hospital meter and 98 mg/dl on the customer's meter. These results fall into zone a/b on the consensus error grid. The customer did not run controls at the time of the incident. Requested return and replacement was sent.